Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): in the absence of reported part and lot#, a UDI can not be provided. The device was not returned for analysis. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent system electronic instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record and complaint history of the reported lot could not be conducted because the part / lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported through a presentation titled "debate on weighing the evidence on dapt duration post-des implantation and pro longer-term dapt" identifying drug eluting stents deployed in more than 30,000 randomized patients the patient effect of death.

Manufacturer narrative:
(B)(4). Correction: the presentation titled: debate on weighing the evidence on dapt duration post-des implantation and pro longer-term dapt, was attached to the initial medwatch report.